Manufacturer narrative:
The results of the investigation, and the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A review of device history record was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertight defect due to flooding from the switch section. There was no patient involvement.